Manufacturer narrative:
(B)(4).

Event description:
It was reported that a routine post-op x-ray revealed that the right ventricular lead had become dislodged. No patient symptoms were reported. The lead was successfully repositioned.